Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging between 250-350 mg/dl. The customer would deliver boluses to stabilize bg levels. Reportedly, the customer would experience the elevated bg levels after completing a cartridge load. The customer stated that they do not perform the air removal step during the load. The customer was educated on the proper load process. Tandem technical support contacted the clinical diabetes specialist regarding additional training for the customer.